Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not hold a clip. The clip would fall out. The procedure was completed with no reported injury. An intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior to use, and there was no damage or anything out of the ordinary. The issue was identified prior to being used on the patient. Green hem-o-lok clips were used with the clip applier instrument. The customer used a backup instrument to complete the procedure. The issue occurred on the first time trying it for the case.

Manufacturer narrative:
Based on the claim against the product by the customer noting clip application issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical inc. (Isi) received the medium-large clip applier instrument associated with this complaint to perform failure analysis. The instrument was analyzed and found to fail the functional test. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Additional observation related to customer reported complaint: the medium-large clip applier instrument was found to have a bent grip, causing side to side misalignment of the grips. The probable root cause of difficulty applying a clip is attributed to misaligned grips leading to a loss of functionality.